Manufacturer narrative:
D6b: explant date not known. Best estimate not able to be provided as year is not known. As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient underwent a sacrocolpopexy with a restorelle device and subsequently experienced mesh removal due to ongoing symptoms and prolapse. The mesh was noted to have ruptured. Symptoms involved recurrent urinary tract infections, urinary incontinence, chronic pain and dyspareunia. The patient underwent lysis of large and small bowel adhesions, cystocele repair, rectocele repair, anterior and posterior colporrhaphy, colpoperineorrhaphy, sacrospinous colpopexy and autologous sling urethropexy.